Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Lozano-calderon, s., doornberg, j., ring, d. (2007). Retrospective comparison of percutaneous fixation and volar internal fixation of distal radius fractures. Hand, 3, 102-110 this report is for unknown external fixator/unknown quantity/unknown lot. Unknown part number, UDI unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
Literature article received: this report is being filed after subsequent review of the following literature article: lozano-calderon, s., doornberg, j., ring, d. (2007). Retrospective comparison of percutaneous fixation and volar internal fixation of distal radius fractures. Hand, 3, 102-110. United states. A retrospective comparison of comparable cohorts treated with percutaneous fixation (17 patients) or a volar plate and screws (23 patients) an average of 30 months after surgery. The authors retrospectively reviewed 40 patients, (17 treated with a percutaneous fixation) and (23 treated with a volar plate and screws) to discern if there were any significant differences in post-operative outcomes between the two surgical procedures. The percutaneous fixation group consisted of 10 women and 7 men (average age 55 years, range between 27 and 77 years). The volar plate fixation group consisted of 16 women and 7 men (average age 51 years, range between 23 and 77 years). Average patient follow up was 30 months. One patient had loosening of the fixator requiring removal 1 week earlier than initially planned. This is report 2 of 7 for (B)(4). This report is for an unknown external fixator. This report is for an unknown fixator and refers to the loosening of the fixator requiring removal 1 week earlier than initially planned.